Manufacturer narrative:
External insulation abrasion was noted at 14.5-14.9 cm and 18.1-18.3 cm from the connector pin consistent with lead friction to the ICD can. The abrasion breached the optim sheath only. The cable lumen was not damaged at these locations.

Event description:
This report is to advise of an event observed during analysis.